Event description:
It was reported that the patient needed to obtain an MRI and therefore elected to have his entire interstim system removed. During the procedure, the physician attempted to remove the lead and found it very difficult. As he pulled it, it broke and some of the lead was left inside the patient. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).